Event description:
Surgeon was drilling screw when the tip of the drill bit broke off. Additional imaging performed.

Event description:
Surgeon was drilling screw when the tip of the drill bit broke off. Additional imaging performed.

Event description:
Surgeon was drilling screw when the tip of the drill bit broke off. Additional imaging performed.

Event description:
Surgeon was drilling screw when the tip of the drill bit broke off. Additional imaging performed.